Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15aug2019. The customer troubleshooted with technical support over the phone. The customer reported that a new power management board was installed onto the ventilator to address the issue. The issue has been resolved and the device functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit powers on and the back up alarms sound when connected to alternating current(ac). There was no patient or user harm reported.